Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) from a user facility reported that the power cord for the 2008t machine bibag was damaged and the end of the plug was burnt. This was noted during an inspection. The biomed tech confirmed there was no patient involvement or injury and confirmed no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The biomed tech confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The biomed tech stated the power cord was replaced and the machine was placed back in service without further issue. The cord was available to be returned for evaluation.

Event description:
A biomedical engineer (biomed tech) from a user facility reported that the power cord for the 2008t machine bibag was damaged and the end of the plug was burnt. This was noted during an inspection. The biomed tech confirmed there was no patient involvement or injury and confirmed no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The biomed tech confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The biomed tech stated the power cord was replaced and the machine was placed back in service without further issue. The cord was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.